Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of a preloaded pcb00 intraocular lens (iol) it was noticed that a part of the optic surface was peeled off. No patient injuries reported. There was no plan to explant the iol and to date the lens remains implanted.

Manufacturer narrative:
To date the intraocular lens (iol) remains implanted in the patient's eye; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.